Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic area') in a 38-year-old female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included right upper quadrant pain, urinary tract infection, gallstones, back pain and epigastric pain. Concomitant products included diazepam, ibuprofen, ondansetron hydrochloride and ondansetron from (B)(6) 2014 to (B)(6) 2017. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy post essure"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (salping.(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, allergy to metals, fatigue and headache had resolved and the menorrhagia, dysmenorrhoea, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. The patient did not have her essure removed, however, is currently planning for removal. Plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding, nickel allergy post essure, fatigue, headache. Date(s) of removal: (B)(6) 2017 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic area') in a 38-year-old female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included right upper quadrant pain, urinary tract infection, gallstones, back pain and epigastric pain. Concomitant products included diazepam, ibuprofen, ondansetron hydrochloride and ondansetron from june 2014 to january 2017. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy post essure"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (salping.(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, abdominal pain, allergy to metals, fatigue and headache had resolved and the menorrhagia, dysmenorrhoea, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. The patient did not have her essure removed, however, is currently planning for removal. Plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding, nickel allergy post essure, fatigue, headache. Date(s) of removal: (B)(6) 2017 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: outcome of event abnormal bleeding (vaginal) was updated to recovered. Reporter details added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic / pelvic area') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. B82471) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy. Concurrent conditions included right upper quadrant pain, urinary tract infection, gallstones, back pain and epigastric pain. Concomitant products included diazepam, ibuprofen and ondansetron hydrochloride. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"), 2 days after insertion of essure. In (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy post essure"), fatigue ("fatigue") and headache ("headache"). The patient was treated with surgery (salping.(bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, fatigue and headache had resolved and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. The patient did not have her essure removed, however, is currently planning for removal. Plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleeding, nickel allergy post essure, fatigue, headache. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, general abnormal bleeding, nickel allergy post essure, fatigue and headache were added. Outcome for events pelvic pain, abdominal pain, general abnormal bleeding, nickel allergy post essure, fatigue and headache were resolved. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.